Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: nineteen samples were received by our quality team for evaluation. From the samples, five samples were observed broken plungers, thirteen samples were observed with cracked plungers, and one sample was observed with no damage on the plunger. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the broken plungers could be due to poor part throw out at the leak test station and the part getting jammed at this station. Poor part throw out may have occurred as the air jet was not properly secured in position. This eventually led to the barrel flange of the jammed part colliding or creating friction with the ongoing production part, which eventually causes the broken plunger. The air jet and fabrication bracket to secure the air jet has been replaced and a sensor will be installed to detect the presence of a jam.

Event description:
It was reported that 19 syringe 2ml ls 23x1in tw experienced broken/damaged plunger rods and breaches in sterility. The product defects were noted during use. The following information was provided by the initial reporter: broken plunger of syringe. Unpackaged product found damaged product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 19 syringe 2ml ls 23x1in tw experienced broken/damaged plunger rods and breaches in sterility. The product defects were noted during use. The following information was provided by the initial reporter: broken plunger of syringe. Unpackaged product found damaged product.